Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported rupture for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1, d.2, d.4, g.5.

Event description:
Manufacturer of device is unknown.